Event description:
During treatment with the involved dialyzer, the pt complained of chest pain. The treatment was interrupted. The dialyzer and circuit were discarded. Dialysis was re-initiated with a different type dialyzer with no complications. The involved dialyzer was first use, and was not preprocessed.